Event description:
When accessing port and instilling ns, pt had extreme pain in chest near part site. Pt sent to hosp x-ray for a "cath-o-gram" to confirm disconnection of catheter from port. Catheter removed in x-ray. Port removed under local anesthesia.